Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl and blank display. Customer treated by manual injection. Troubleshooting was performed. Customer states the contacts on the battery cap are neither missing nor damaged customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The product will not be returned for analysis.